Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing and environmental stress testing. Normal pacer operation was observed. The unit is operating within new pacer specifications.

Event description:
The rptr indicated that two events occurred: 1. Communication was only successful when the programming head was held at an angle to the device. The sensing test showed significant transmission noise. 2. In the arrhythmia induction mode, the pt was induced with a t-wave shock. Fibrillation was induced and recognized, but no shock was delivered. The pt was rescued with a manual shock. This device was not implanted and has been returned.